Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a c5-c6 fusion and an unspecified surgery where rhbmp-2/acs was used on (B)(6) 2011. It was reported that the patient sustained unspecified injuries following implantation of rhbmp-2/acs. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that postop, the patient reportedly experienced pain, uncontrolled bone growth, and nerve impingement.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that prior to 2009, the patient began experiencing pain in the right side of her head and neck. By (B)(6) of 2011, she began developing pain in her right ear, and her ear would continuously pop as though she were experiencing pressure changes. Up through (B)(6) of 2011, the patient had seen various physicians and other medical caregivers for these issues. On (B)(6) 2011, the patient underwent a c1-c2 fusion surgery. The patient was implanted with rhbmp-2/acs. In (B)(6) 2012, three months post-op, the patient complained of her pain still present and that her neck's range of motion was now very limited. She had another follow-up appointment in (B)(6) of 2012, where she informed him that she was now having trouble reading. In (B)(6) 2012, the patient presented again with increased pain. Since the surgery, the patient has suffered from new and different pains than she did prior to the surgery. She has also suffered limitations to her range of motion that were not present prior to the surgery.